Event description:
The pt has a no output condition. The pt was seen in 2004 by facility at the acoustician's office. The pt reported that one day they realized they could not hear anything at all. They went to visit their acoustician to have their audio processor checked. The acoustician found the ap to be functioning properly. Testing was carried out and functional gain showed no significant for warble tones in soundfield. A rtf test was done and showed to be negative.